Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14jan2019. (B)(4). The manufacturer¿s international service technician confirmed the reported issue and replaced the defective touch screen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported touch screen will not calibrate, touch screen not responding properly. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 14may2019. MFR site: correction. The touch screen assembly was returned to the failure investigation (fi) lab for evaluation. Visual inspections of the touch screen assembly revealed evidence of contaminations on the upper left side corner of the touchscreen. The touch screen assembly was installed in the fi test ventilator in an attempt to duplicate the reported problem. The test ventilator powered up from (alternating current) ac and deliver breaths, the ac (light emitting diode) led indicator did turn on, however, the touchscreen calibration did not pass. It was noted that the ul_lr and ur_ll pins 1, 2, 4 and 5 resistance measurements at the specifications. The ul_lr and ur_ll resistance were out of spec and resistance ratio ul_lr/ ur_ll were out of specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.